Event description:
3 pts underwent echo procedures and developed blisters in the mouth. The probes used in the procedures were tee (hp) scopes which were soaked in cidex opa prior to use. One of the pt's consulted with an e.n.t. And the blisters were diagnosed as superficial chemical burns that did not need medication to heal.